Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. The patient effect of hematoma is listed in the electronic proglide instructions for use, as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.b5 - describe event or problem: updated d9 - device available for evaluation updated from ni to no. H6 medical device problem code 2610- failure to fire- failure to deploy was removed and code 1562- material separation-suture was added.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred with the two proglide devices. A femostop was used to achieve hemostasis. A large retroperitoneal and scrotal hematoma was observed after use of the second proglide device and after the use of the femostop device. The hematoma was treated via surgery. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that this was a closure using two proglide devices after a percutaneous coronary interventional procedure. Reportedly, two proglide devices successively failed to deploy. Hemostasis was achieved with a femostop. A hematoma was observed and per the reporter it was due to the failure to deploy of the two proglide devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.